Event description:
Boston scientific crm received information that the right ventricular (rv) lead was surgically abandoned due to a fracture. A new rv lead was successfully implanted and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix extended, dried body tissue stuck in the helix and dried blood through out the lumen. Visual inspection noted that the terminal pin was slighly bent and the insulation was stretched between the helix housing and anode ring. Further inspection noted deformed conductor coils at several locations and a fracture in the cathode coils at 192 mm from the terminal pin. Analysis confirmed the field allegation of a fractured lead and concluded it was due to the suture sleeve tie down.